Event description:
The external pulse generator was returned as part of the international loaner program and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the battery clip was out of specification mechanically, that the battery contacts were compressed. Analysis also found that the upper and lower cases were dented, the ring cover and battery drawer were contaminated and that the keyboard was scratched.